Event description:
A customer reported obtaining a "sensor not working" message upon scanning the freestyle libre 2 sensor. The customer experienced symptoms described as nausea, dizziness, difficulty waking up, slurred speech, and loss of consciousness. The customer was taken to the emergency room and treated with humalog and novolog (dose unknown) insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered is per the customer's report of "middle of (B)(6)". All pertinent information available to abbott diabetes care has been submitted.